Event description:
A nurse reported the luer lok adapter (lla) was noted to "not be fixed" while attaching the cannula to the syringe during setup. It was reported there was no patient involvement or harm.

Manufacturer narrative:
Testing was performing on retention samples. The retention samples passed all functionality tests. According to the directions for use in the package insert, the lla should be fixed between the fingers when connecting the cannula to prevent rotation of the adaptor during set-up. Testing was conducted on the returned sample. The returned sample met functional and performance specifications. There have been no other complaints reported in this lot number. This report was mailed to FDA on: 07/03/2008.